Manufacturer narrative:
The customer observed a falsely depressed patient result for 1 patient when using architect estradiol reagent lot 16081ui00. One qc outlier was subsequently found, and the kit was replaced with a new kit which provided acceptable results. A ticket search determined normal complaint activity for lot 16081ui00. The trending review identified no trends for lot 16081ui00 related to the issue. Return testing was not performed as returns were not available. Historical performance in the field of the reagent lot 16081ui00 using worldwide data was evaluated. The patient median result for lot 16081ui00 was analyzed and found to be comparable to all other lots in the field and confirms no systematic issue for the lot. The device history record was reviewed and identified no non-conformances or deviations for the reagent lot 16081ui00. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency for the architect estradiol assay, reagent lot 16081ui00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false decreased architect estradiol result for a patient. The following data was provided: on (B)(6) 2021 sid 210040034 = initial result = 235 pg/ml. On (B)(6) 2021 sid 210040034 = repeat result = >1000 pg/ml; repeat result (1:10 manual dilution) = 2085 pg/ml there was no impact to patient management reported.